Event description:
A nurse reported a lens exchange two months following intraocular lens (iol) implant surgery due to blurry vision. Additional information was received from a technician, who indicated the event resolved with the lens exchange. The lens was exchanged for a different model iol. The technician also indicated the nurse of an unapproved viscoelastic during the initial surgery.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an approved cartridge and handpiece. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).